Manufacturer narrative:
This sling bar had been the subject of a recall by the MFR in 2006. Documentation rec'd from the facility dated 07/28/2006 advised that all lifts at the facility had been upgraded with the version 2 sling bar. This sling bar should not have been in use at the facility, and if maufacturers instructions had been followed, this incident would not have occurred.